Manufacturer narrative:
Technician asked the account to try disconnecting one side rail at a time to check the side rails. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the bed has an unintentional movement of the head up function. No injuries reported.